Event description:
During surgery the locking cap on the most cranial screw on the right side could not be tightened properly even though the rod persuader was used. The surgeon decided to tighten the construct as it is with the torque limiting device. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.